Event description:
After a few years of having my implants I was first diagnosed with shingles. Then I started having pain and swelling in my feet / toe, joints which led to surgeries, over the years I gained weight and suffered ongoing pain in my abdomen. This ultimately was a diagnosis of adenomyosis and I had to have a hysterectomy in 2014. I also have had numerous lumpectomy and biopsies in my breast with pain which led to a diagnosis of atypical lobular hyperplasia in 2015. I have also had all over joint pain, fatigue, brain fog, anxiety, reoccurring yeast, viral and bacterial, infections and migraines. I was diagnosed with rheumatoid arthritis in 2017. Before implants, I was healthy and a thriving full time career women, mother and wife. Now I am struggling to maintain my daily routine and barely resemble my former self. I will be explanting (B)(6) 2019.